Event description:
It was reported that the customer performed the load process and then attempted to deliver a bolus; however, the bolus did not deliver. Customer's blood glucose level was impacted (high); therefore, customer delivered a manual injection. During troubleshooting with tandem technical support, it was confirmed that the customer had not resumed insulin after completing the load process. Customer resumed insulin and delivered the bolus successfully.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.